Manufacturer narrative:
Concomitant product: product ID: 6935m, lead, implanted: (B)(6) 2016. Product event summary: the device was returned, analyzed and no anomalies were found. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The rv lead pace impedance was 19 ohms on (B)(6) 2016.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there were low impedances of the tip-coil and tip-ring conductor and as a result, the right ventricular (rv) lead was replaced. It was noted that the lead impedance did not seem to recover. About a month later, a patient alert triggered for low rv lead pacing impedance on all channels. Since then, the sensing did not seem to work anymore and there was a loss of capture. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.